Event description:
It was reported that the coil was malpositioned. An embold fibered coil was selected for use to embolize a bleeding gastroduodenal artery embolization (gda). Two 4mm coils were successfully placed, and then a 5x15 embold fibered coil was selected. The embold went through the coil pack and into the side branch, however, the physician did not want to embolize that. An attempt to gently pull the coil back into the non-bsc catheter was made, but the coil was stuck. Therefore, an attempt was made to deploy the coil but it could not be deployed out of the microcatheter. The microcatheter was removed, but the distal end of the coil remained coiled up in the side branch. The rest of the coil stretched to the common hepatic and into the celiac. There was a filament remaining in the aorta. The embold coil was left in place. There were no patient complications as a result of the event. The patient status will continue to be monitored.